Manufacturer narrative:
Constant alarms noted during rewind due to out of phase motor encoder signal. Unable to confirm motor error alarm due to alarm. Unable to perform displacement test due to alarms. Cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection. Unable to perform displacement test due to alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The insulin pump was exposed to magnetic field. The blood glucose at the time of the incident was 269 mg/dl. Troubleshooting was not